Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 8 months. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016 the patient was seen in clinic with redness and a small amount of drainage was observed at the driveline exit site. Drainage culture was positive for bactrim sensitive stenotrophomonas maltophilia. The patient was sent home and maintained on bactrim and was placed on transplant list as status 1a. On (B)(6) 2017 the patient received a heart transplant. No additional information was provided.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump, and a correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing and the remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft bend relief, bend relief collar, and severed portion of the outflow graft material were not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.